Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a dark yellow residue on the returned towel and a kink was observed on the guidewire shaft. The stylet was not returned with the delivery system. The yellow residue was collected for further analysis after the guidewire lumen was flushed. Functional testing revealed additional residue from the guidewire shaft of the device after it was flushed with deionized water. After pre-decontamination the guidewire shaft lumen was flushed with deionized water and no particles were observed. The guidewire was inserted into the entire delivery system and no particulates were observed on the surface of the guidewire. Some resistance was noted at the distal tip of the device and a kink was observed on the guidewire shaft. The guidewire lumen was flushed again and additional amounts of yellow particulates were observed coming from the guidewire lumen. A sample delivery system was tested to replicate the event on another device. The event was able to be replicated after a kinked guidewire was inserted and removed the lumen was re-flushed and particulates were observed. Material analysis of the particulates revealed that based on the fourier transform infrared spectroscopy (ftir), the particulates show similar absorption characteristics to polyimide, which is the same material used in the guidewire shaft. Therefore, it is likely that the observed particulate is from the guidewire shaft of the commander delivery system. The IFU and the thv training manual instructs guidance on device preparation. Visually inspect all components for damage, gently flush delivery system through the flushport with heparinized saline, remove the stylet and set aside, and gently flush the guidewire lumen with heparinized saline and insert the stylet back into the guidewire lumen. The complaint of delivery system particulate/contamination was confirmed, but no manufacturing non-conformities were confirmed in the returned sample. A definitive root cause was unable to be determined at this time as it is unknown when the kink occurred. The delivery system was noted to have a kink on the guidewire shaft. However, it is unknown whether the kink occurred before distribution or in the field. Based on the results from functional testing a kink in the guidewire shaft does not create particulate on its own. When the complaint device and sample device were first flushed, there was no particulate observed in the flushed fluid even though the devices had kinks. This result makes it unlikely that guidewire shaft had any manufacturing defects related to shedding particulate. However, once a guidewire was run through the device and the device was re-flushed, particulates were found in both the complaint and sample delivery systems. Kinks may weaken the structure of the guidewire shaft and create bends that are easy for a stylet/guidewire to catch and scrape against. The kink observed on the complaint device was located near the crimp balloon, where a stylet/guidewire would typically be inserted and advanced in the device. Thus, it is possible that the combination of inserting a stylet/guidewire into a kinked guidewire shaft may have caused material to scrape off resulting in the observed yellow particulate. No labeling or IFU inadequacies have been identified and review of complaint history did not reveal that the occurrence rate exceeds the august 2016 control limits for this trend category. Regardless, awareness training was completed as a conservative precaution to communicate the reported event and possible manufacturing non-conformance (kink). No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During preparation with the commander delivery system, the wire port was flushed and "yellow residue" was discharged from the wire port. The lumen was flushed several times with heparinized saline and small amounts of crystalized yellow substance was noted. The delivery system was set aside and not used. A new delivery system was opened and the case was completed. The delivery system never came into contact with the patient.